Manufacturer narrative:
Investigation summary: this memo serves to summarize findings on your recent complaint (B)(4) on product 261188 (dropper lactophenol cotton blue stain), lot number b02d216m, where it was observed that the broken glass punctured the plastic ampoule upon crushing it and injured the customer¿s finger. Event description: "stick injury in the left index finger while opening the while, wound came in contact with lactophenol." Complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: a review of the device history record does not indicate any manufacturing issues. Sample analysis: an inspection of the photo did not indicate any defect with the ampoule. The retention samples did not exhibit any defects. Evaluations results: based on the investigation, no defect was observed. An inspection of the photo provided did not show any defect with the ampoule. There is no systemic failure in the manufacturing process and the retention samples were satisfactory. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. The product IFU does contain a caution statement, ¿caution: break ampule close to its center one time only. Do not manipulate the dropper any further as the plastic may puncture and injury may occur.¿ as no deviations were observed in the investigation, no corrective or preventive actions are indicated at this time.

Event description:
It was reported that bd bbl¿ lactophenol cotton blue stain dropper stick injury occurred in left index finger. Wound came in contact with lactophenol and was directly rinsed with water. No further medical intervention was needed. The following information was provided by the initial reporter: stick injury in the left index finger while opening the while, wound came in contact with lactophenol.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ lactophenol cotton blue stain dropper stick injury occurred in left index finger. Wound came in contact with lactophenol and was directly rinsed with water. No further medical intervention was needed. The following information was provided by the initial reporter: stick injury in the left index finger while opening the while, wound came in contact with lactophenol.